Event description:
It was reported that the ilet user was not receiving sensor readings and had elevated blood glucose after eating without announcing the meal. A capillary fingerstick of 268 mg/dl was confirmed during troubleshooting and later 262 mg/dl, after which a new sensor was applied, and glucose trended down to 154 mg/dl. The device problem was characterized as an improper or incorrect procedure or method related to the user interface. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, along with guided troubleshooting and education. Investigation of this case revealed no device problem, with a usage problem identified linked to a missed meal announcement, and the involved component was the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.